Event description:
This report summarizes 4 malfunction events, where it was reported the litter collapsed. There was 1 event with patient involvement, where it was reported that the patient experienced abrasions.

Manufacturer narrative:
Upon further investigation, it was identified that a caregiver experienced minor scrapes as a result of 1 of the malfunction events. No treatment was required. The executive summary and section h codes have been updated to reflect this.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the litter collapsed. There was 1 event with patient involvement, but no adverse consequences were reported.